Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a docetaxol infusion, leaking was noted at the upper fitment of the tubing. There was no harm reported to the patient or the nurse as a result of the leak and the chemo was not remixed, as it was noticed at the end of the infusion.

Manufacturer narrative:
(B)(4)